Event description:
It was reported that during daily inspection, the device's flash exceeded the upper limit and the device's power malfunctioned when it was turned on and was unable to ignite, with a burnt smell. It was noted that an error message 34 (flashlamp aged) was prompted. There was no patient or procedure involved.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during daily inspection, the device's flash exceeded the upper limit and the device's power malfunctioned when it was turned on and was unable to ignite, with a burnt smell. It was noted that an error message 34 (flashlamp aged) was prompted. There was no patient or procedure involved.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The console device was not returned to the service center but was serviced on-site at the customer's facility by a field service engineer (fse). The fse confirmed the reported issue of the device smoking. Upon powering up the laser console, an unusual odor was noticed. The laser power supply (lps) was damaged, the flash lamp had exceeded its useful life, and the focus lens was also damaged. Additionally, the deionization (di) water filter was worn. A week later, the fse returned to replace the lps, flash lamp, and focus lens. Routine preventive maintenance (pm) was performed: the di water was drained, all filters replaced, and clean di water refilled. The device was calibrated and passed full functional and electrical safety testing. Later, the lps was returned to our quality assurance laboratory for further analysis. A visual inspection of the power supply found rust on the surface, but the labels were intact and legible. The cables were in good condition, with fuses intact and no damage to the fan, which spun freely. The unit appeared worn, but internal inspection and functional tests could not be performed due to lack of lab equipment for such tests. It is likely that an electrical fault occurred within the lps circuits. The smoking issue was likely caused by a component burning out in the lps, possibly due to an electrical short. The flash lamp issue was a result of wear and tear. To generate laser energy, the flash lamp fires several times per second, creating an electrical arc. Over time, one electrode burns and darkens the tube, reducing laser power output, which led to its replacement. The focus lens was likely damaged by dust landing on its surface. When the laser was fired, the dust burned, damaging the lens and impeding the transmission of laser energy to the fiber. The product record review found no evidence of a product quality issue or new patient harm. A labeling review was performed, and there was no indication that the device was not used in accordance with the instructions for use (IFU). The device history record (DHR) and service history record (shr) indicate that this device was installed on 19 april 2016. This laser console had been serviced before boston scientific's purchase of the auriga laser consoles, but those records were not available. It remained fully functional until the reported complaint on 12 may 2025. A review of the auriga xl 3022 was completed and confirmed that flash lamp device operates differently than expected, device operates differently than expected, and smoking were defined in the product risk documentation. These event types have been accounted for during the analysis to support an acceptable risk benefit profile for the product. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.